Event description:
The customer stated that the siderail wouldn't latch.

Manufacturer narrative:
The tech inspected the bed and could not duplicate the alleged malfunction. He suspects a sheet or blanket was between the mattress and the siderail which prevented the siderail from latching.